Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the device had physical damage as the result of impact or being dropped. Upon opening the device, physio observed the uitostack flex cable assembly was disconnected, upon reconnecting the cable, the device powered on which resolved the issue. The cable was replaced as a preventive measure. After observing proper device operation through functional and performance testing, the device returned to the customer for use. Physio determined that the cause of the reported issue was due to the uitostack flex cable being disconnected, likely as the result of the device being impacted or dropped due to customer abuse.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. H3 other text : device not evaluated by manufacturer